Event description:
The customer reported discrepant patient results generated on the architect analyzer. One patient sample (sid (B)(6)) generated a phosphate result of 3.25 mmol/l (10.06 mg/dl) which was repeated at 1.02 mmol/l (3.7 mg/dl) no information regarding which result was determined as the correct result. No impact to patient management was reported.

Manufacturer narrative:
Additional information was received and indicated the customer reported the lower architect phosphate result of 1.02 mmol/l (3.7 mg/dl) which determined the initial result of 3.25 mmol/l (10.06 mg/dl) generated from this patient sample to be interpreted as falsely elevated. The discrepancy mentioned above is no longer a reportable issue.

Manufacturer narrative:
(B)(4): (test result); (incorrect or inadequate test result). A product evaluation was conducted to investigate this issue. Abbott field service (fs) performed troubleshooting and found cuvettes overflowing during the wash cycle and further inspection found a split in the peristaltic head tubing (pht). Fs replaced the split tubing with a new one. A review of the complaint history finds no recurrence of discrepant results. A search for similar complaints in innovative quality (iq) found no similar complaints involving discrepant results caused by a damaged peristaltic head tubing. A review of the architect system operations manual found adequate labeling with regard to maintenance for the high concentration waste pump tubing (which is connected to the pht). Troubleshooting and diagnostics provides causes and corrective actions for the observed problems (erratic results, poor precision and high-concentration waste not being aspirated from cuvettes and/or liquid around the top of the cuvettes after washing). Field service determined the issue was caused by improper cuvette washing due to a damaged/split pht. Field service replaced the split pht to resolve the issue. Based on the available information, an adverse trend of this malfunction and/or a deficiency of the peristaltic head tubing are not identified.